Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-aug-2019 with the following findings: a review of the pump¿s black box showed one call service 064 alarm. During testing, the pump rewind, load and prime steps were performed successfully. The pump was exercised for 12 hours with no call service alarms occurring. The complaint of a call service alarm issue was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 02-aug-2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged a call service alarm 000 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.